Event description:
It was reported by the field service engineer (fse) that cs100 intra-aortic balloon pump (iabp) unit was not getting on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the unit found that, after switching on the unit the display getting on and immediately switching off. Opened the unit checked the main board led indicators also glowing when display on but immediately getting off as display shut down. Checked for moisture present on pcb but not found. Cleaned and reconnect main board and front-end pcb. Reset all the connector of power supply unit and also reset both the dataset. Then checked power supply unit I/o voltage found ok, checked the battery voltage found ok. After reconnect all the connections properly, switching on the unit and now the unit getting on properly. Observed no error found. Unit handed over to user with good working condition. Device passed all safety functional test and returned to user for clinical use.